Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and device dislocation ("migration of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and device dislocation ("migration of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and device dislocation ("migration of the device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection and hernia repair in (B)(6) 2014. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of dyspareunia ("pain during intercourse"), uterine pain ("sharp pain in uterus when bending over ") and dysgeusia ("metal taste"). The patient was treated with fluconazole (diflucan) and surgery (underwent hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral to remove the essure)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, allergy to metals, dysmenorrhoea, fatigue and uterine pain outcome was unknown and the last episode of dyspareunia, pelvic pain, nausea and dysgeusia had resolved. The reporter considered allergy to metals, device dislocation, dysgeusia, dysmenorrhoea, fatigue, nausea, pelvic pain, uterine pain, uterine perforation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure insertion date (B)(6) 2012 (previously reported) and in fu (B)(6) 2013 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The essure implants appear to be in good position bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet received. Reporters added. Events nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, sharp pain in uterus bending over and metal taste were added. Essure removal date updated. Outcome of event pelvic pain, nausea, dyspareunia and mental taste were added. Treatment drug added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus') and device dislocation ('migration of the device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in (B)(6) 2014, yeast infection, bloating and twin pregnancy. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2013 and ondansetron (zofran). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of dyspareunia ("pain during intercourse"), uterine pain ("sharp pain in uterus when bending over"), dysgeusia ("metal taste"), vulvovaginal dryness ("it also dried out her vagina making it very painful during sex."), loss of libido ("she had surgery last february and have completely lost of sexdrive"), eczema ("she have eczema") and food allergy ("allergies even allergic to certain foods."). The patient was treated with fluconazole (diflucan) and surgery (underwent hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral to remove the essure) and underwent hysterectomy (full),salpingectomy (bilateral to remove the essure)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, allergy to metals, dysmenorrhoea, fatigue, uterine pain, vulvovaginal dryness, loss of libido and eczema outcome was unknown and the last episode of dyspareunia, pelvic pain, nausea and dysgeusia had resolved. The reporter considered allergy to metals, device dislocation, dysgeusia, dysmenorrhoea, eczema, fatigue, food allergy, loss of libido, nausea, pelvic pain, uterine pain, uterine perforation, vulvovaginal dryness, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure insertion date (B)(6) 2012 (previously reported) and in fu (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The essure implants appear to be in good position bilaterally. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, it also dried out her vagina making it very painful during sex, she had surgery last february and have completely lost of sex drive, she have eczema and allergies even allergic to certain foods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received events " it also dried out her vagina making it very painful during sex, she had surgery last february and have completely lost of sex drive, she have eczema and allergies even allergic to certain foods" were added. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), device dislocation ('migration of the device') and tonsillitis ('I need to have my tonsils taken out') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in (B)(6) 2014, yeast infection, bloating, twin pregnancy and c-section. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2013 and ondansetron (zofran). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of dyspareunia ("pain during intercourse"), uterine pain ("sharp pain in uterus when bending over"), the first episode of dysgeusia ("metal taste"), vulvovaginal dryness ("it also dried out her vagina making it very painful during sex."), loss of libido ("she had surgery last february and have completely lost of sexdrive"), eczema ("she have eczema"), food allergy ("allergies even allergic to certain foods."), flatulence ("gas"), vomiting ("vomiting "), hernia ("hernia "), adnexa uteri pain ("aching feelings in my ovary"), the second episode of dysgeusia ("tasting metal in mouth"), tonsillitis (seriousness criterion medically significant) and intestinal obstruction ("I have obstructed bowels") and was found to have weight increased ("weight gain"). The patient was treated with fluconazole (diflucan) and surgery (tonsilectomy, underwent hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral to remove the essure) and underwent hysterectomy (full),salpingectomy (bilateral to remove the essure)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, allergy to metals, dysmenorrhoea, fatigue, uterine pain, vulvovaginal dryness, loss of libido, eczema, flatulence, vomiting, hernia, adnexa uteri pain, the last episode of dysgeusia, tonsillitis, weight increased and intestinal obstruction outcome was unknown and the last episode of dyspareunia, pelvic pain and nausea had resolved. The reporter considered adnexa uteri pain, allergy to metals, device dislocation, dysmenorrhoea, eczema, fatigue, flatulence, food allergy, hernia, intestinal obstruction, loss of libido, nausea, pelvic pain, tonsillitis, uterine pain, uterine perforation, vomiting, vulvovaginal dryness, weight increased, the first episode of dysgeusia, the first episode of dyspareunia, the second episode of dysgeusia and the second episode of dyspareunia to be related to essure. The reporter commented: essure insertion date (B)(6) 2012 (previously reported) and in fu (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The essure implants appear to be in good position bilaterally. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, it also dried out her vagina making it very painful during sex, she had surgery last february and have completely lost of sex drive, she have eczema and allergies even allergic to certain foods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: social media received. New events: gas, vomiting, ovarian pain, hernia, taste metallic, weight gain, tonsillitis were added. Past medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.